Manufacturer narrative:
The patient was doing well post-procedure. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented for a follow-up, lead dislodgement was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).